Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to perform a system check and no issues were identified. The customer changed pump supplies and resumed insulin therapy.